Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing had a hole in the luer-lock hub which caused the antibiotic to leak onto the patient's bed and floor. There was no report of patient harm.

Event description:
The customer reported that the tubing had a hole in the luer-lock hub which caused the antibiotic to leak onto the patient's bed and floor. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking from a hole in the luer-lock hub was confirmed. Visual inspection showed that the proximal smartsite's piston was missing. Functional gravity testing confirmed leaking from the port where the piston was missing. No other leaks were observed throughout the set. The root cause of the missing piston could not be determined.